Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes while replacing the atrial lead, the ventricular lead exhibited high thresholds.